Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer treated with dr. Pepper and peanut butter cracker. The customer's current blood glucose was 144 mg/dl. The customer stated that one of the sensors was crippled up and the tape was not sticking. The customer was advised to speak to their health care provider regarding the low readings. The insulin pump will not be returned for analysis.